Event description:
On (B)(6) 2013, the patient¿s mom contacted animas and alleged the following: her son¿s pump is not providing alarms to determine occlusions. Mom says that they noticed this on (B)(6) 2013, when she found that patient was not getting any insulin. Mom states that patient¿s blood glucose (bg) levels were elevated and at 0500 on (B)(6) 2013, patient went to the ER in early stages of diabetic acidosis (dka). Mom could recall exact blood glucose level upon arrival to emergency room, but patient was admitted and treated with IV fluids/insulin drip. On (B)(6) 2013, the patient was discharged and resumed pump therapy at that time. Patient's blood glucose levels are within normal limits. Customer support (cs) recommended that patient use an alternate method of insulin delivery. This complaint is being reported because a patient on pump therapy experienced dka when the pump allegedly did not emit occlusion alarms.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/19/2014 with the following findings: no defect was found. There are no occlusion alarms in the pump histories; the force in the black box is normal. Daily insulin delivery totals correctly reflect user's programmed basal rates. Rewind, load cartridge, and prime steps performed successfully with no alarms. Force sensor calibration test confirmed sensor is detecting correct force at 5lbs. Pump exercised for 24 hours with no occlusions occurring. Pump passed flow accuracy test and found to be delivering within required specifications. An occlusion was induced and pump gives appropriate visual and audible "occlusion detected" alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.